Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the first clip fired, the device was clamped down on the vessel and they could not get it off. It would not open. A new device was used to continue to clip the vessel and maneuver around the one that was stuck on the vessel. The first device was then pulled from the vessel. It is not clear if the vessel was damaged once it was removed. No patient consequences were noted. (B) (6).